Event description:
The customer's son reported that the customer had a high blood glucose and treated with a bolus. Customer's blood glucose was at 389 mg/dl at 9:00 am and then at 232 mg/dl at lunch. Customer's blood glucose was 408 mg/dl at dinner and then it went up to 578 mg/dl. Customer took a 10 unit bolus and waited to change the infusion set. Customer's blood glucose was 571 mg/dl when they changed the set. Customer felt very tired. Caller declined troubleshooting for high blood glucose because he is sure that the pump is working as designed. Caller was advised to continue to monitor the issue and seek medical attention if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.